Event description:
It was reported that customer opened the vantex central venous catheter and found a long black hair stuck to the guide wire in the sterile package. Customer discarded the hair but kept the catheter and the package. No pt complications were reported. Follow up with customer, indicated that device will not be returned, hair was disposed at hosp.

Manufacturer narrative:
The hospital disposed of the hair that was observed on the device. The device and package will not be returned; our evaluation laboratory will be unable to verify reported event.